Event description:
The customer obtained potentially false negative hbsag result. A false negative hbsag result could present a risk of to public health. There was no patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found repeat results were consistent upon retesting the sample with both the vitros and the OEM assay. Qc results were acceptable on the day that this patient sample was processed. Based on the avail info, it cannot be confirmed which assay reflects pt sample status. The root cause of this event is unk.